Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 54840005550, 510k #k091974, upn# (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: thoracolumbar vertebra posterior fusion levels implanted: (B)(4). It was reported the patient underwent re-operation due to pseudoarthrosis on (B)(6) 2018. During revision surgery, it was confirmed that the loosening of the screw on l2 left side was observed, when the screw was attempted to be removed, the screw broke at the base part of the screw shaft. The breakage was confirmed during the surgery. The remaining part was left inside the patient in that status and fixation was performed. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.